Event description:
It was reported that the device was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.

Manufacturer narrative:
Additional analysis was performed on the permanent cautery spatula instrument by an advanced failure analysis engineer. The initial findings were confirmed. The instrument was found to have a broken distal pulley. The broken distal pulley was inspected closer, and it was observed that one side of the break had a clean, stepped structure on the fracture surface while the other side appeared more ragged. The mechanical indentations/burrs on the proximal clevis were observed to be next to the broken distal pulley. It was likely that what caused the proximal clevis damage also caused the distal pulley to break. The root cause was attributed to the user mishandling or misuse, likely due to instrument collision.